Manufacturer narrative:
Section a4 and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted, therefor not explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a postoperative examination on the (B)(6) 2023 revealed, that optic nerve edema had developed in a patient who had been implanted with a tecnis simplicity intraocular lens (iol) a month prior. A slit lamp microscopy also revealed inflammation. The reporting physician did not know if the edema was attributed to the lens. A further examination on (B)(6) 2023 revealed that the patient's visual acuity was 1.0. The symptoms were alleviated by administration of steroids. The lens remains implanted and no additional information was received.